Event description:
It was reported the patient missed his refill appointment and experienced more intense pain. Upon interrogation of the pump, there was an alert that an empty reservoir alarm had occurred. The patient's pain was controlled. The severity was mild. The pump was refilled on (B)(6) 2012. There were no changes made to the concentration or dose. The outcome was resolved without sequelae. The pump was delivering hydromorphone, bupivacaine and compounded baclofen.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2011, product type catheter.(B)(4).